Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial:(B)(4), batch: 7031617.

Event description:
It was reported that the patient had a lead extension that was protruding through her scalp and there was an actual break in the skin. The physician elected to replace both lead extensions due to possible risk of infection. The patient underwent a revision procedure and both lead extensions were explanted and replaced. The patient was fully recovered and doing well postoperatively.